Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with broken battery tube thread noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was 6.2 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump had crack in battery compartment and damaged o-ring. The customer stated that the insulin pump had broken around the battery compartment threads and the o ring had disintegrated into four to five pieces. Customer sates they fixed that part and the insulin pump had failed battery test. The device will be returned for analysis.